Event description:
It was reported that a cvicu pt experienced a decrease in blood pressure from 96/62mmhg to 46/10mmhg after receiving 10-15 cc's of platelets through the device. The infusion was stopped and pt's blood pressure increased. Upon restart the pt's blood pressure decreased, and the transfusion was stopped. The transfusion was restarted at approximately 5 drops a minute.

Manufacturer narrative:
Analysis the symtom of hypotension during transfusion of pts undergoing cardiac surgery appears limited to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused. Such conditions, known to give rise to vascular instability may be any one or several of the following circumstances: anesthesia, transfusion, angiotensin converting enzyme inhibitors, rapid transfusion flow rates, and routine use of vasoconstrictors and vasodilators. A specific report on transfusion reactions and use of the device, independent of brand, has been issued in the form of a FDA safety alert, dated may 1999, entitled "hypotension and bedside leukocyte reduction filters". Unless substantially significant info. Becomes available, this constitutes a final report.